Manufacturer narrative:
(B)(4). The neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
At implant, the extension could not be seated all the way into the implantable neurostimulator header. Two electrodes remained visible. The hcp attempted to loosen the set screw a couple times and the extension would not seat. A new neurostimulator was used and implanted without incident. Impedances were normal with the replacement device.